Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. Nothing was found during troubleshooting that could have caused or contributed to the alarm. The technical service representative assisted the patient with clearing the alarm and the patient was to start therapy over using new supplies. There was no patient injury or medical intervention associated with this report. No additional information is available at this time.